Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: - on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. - after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. - this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Precautions: - do not use device if package is opened or damaged. - do not aspirate urine through drainage funnel wall. - should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. - visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter dislodged by itself. Few random catheters were administered and upon regular check by nurses realized that the catheters had dislodged and that the balloons were deflated without clinical intervention and lot number unknown.

Event description:
It was reported that during use the foley catheter dislodged by itself. Few random catheters were administered and upon regular check by nurses realized that the catheters had dislodged and that the balloons were deflated without clinical intervention and lot number unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.